Event description:
It was reported that the right ventricular lead had sensing issues. The sensing trend indicated the r wave measurements dropped and also measured low. During a device replacement procedure for elective replacement indicator (eri), the lead was "checked and tested ok." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.